Event description:
Surgeon replaced poly insert during a planned surgical procedure on the right knee.

Manufacturer narrative:
Surgeon replaced poly insert during a planned surgical procedure on the right knee. The patient suffered a tibial fracture caused by a traumatic event unrelated to the iduo g2 device. The surgeon replaced the poly insert during a procedure to repair the fracture. The iduo g2 implant system was left in place.